Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one year ago. Vessel morphology was not reported. It was reported that a type I endoleak was noted and an intervention was done. The physician did a carotid to subclavian bypass and placed a (B)(4) proximal main up to the origin of the innominate (bovine arch). Case went well and the endoleak resolved. No additional clinical sequelae were reported.

Event description:
Additional information was received for this case. The patient was initially treated emergently for a thoracic dissection. It was reporter that the stent graft was initially placed lower then intended. The patient was not treated at the time of implant for the low placement of the stent graft. The cause of the type I endoleak was due to the initial low placement of the stent graft and disease progression resulting vessel dilatation.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event unknown). Evaluation, conclusions: (cause of event unknown).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (disease progression, neck dilatation), evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, neck dilatation).